Event description:
The lay user/patient contacted lfs in 2009 alleging missing segments on his one touch ultra meter. A medical surveillance specialist (mss) spoke to the patient on december 7, 2009 and obtained the following information: the patient mentioned that approximately one week before he contacted lfs, at an unspecified date and time, he noticed the missing segments on his ultra meter around 6pm. He claimed that the parts of the numbers were missing throughout the display. He continued to take his insulin based on a sliding scale of what he assumed the meter had been displaying. Approximately a day or two later, after the alleged issue began, he tested his blood glucose in the evening and obtained a result of what he thought was in the 300s. He did not exhibit any symptoms at that time. He then took 5 units of humalin n and 5 units of humalin r. He then barely opened his bedroom door and had passed out within 10-15 minutes of taking the insulin. He regained consciousness on his own 4 hours later and yelled for his wife. He felt low and immediately drank some juice and ate chocolate. He tested shortly later and obtained a result of somewhere in the low 100s. He did not seek any further medical attention or contact his physician due to the reported issue. He claimed he recently went into the physician's office and had his insulin adjusted based on the results from his current lab results. The patient denied any meter trauma or misuse of the product. The meter was replaced. The complaint is being reported since the patient alleged that due to the missing segments, he misinterpreted the readings, took insulin based on the meter result and passed out.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.